Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed a bolus for a blood glucose (bg) value of 451 (mg/dl), and the pump recommended a bolus for over 100 units. Review of the pump settings showed that based on the correction factor settings of 1u:3mg/dl and target bg value of 110 mg/dl, the calculation of the bolus was accurate. The customer acknowledged the information provided and reported that the settings had been recently changed by the health care provider (hcp) and the correction factor settings was incorrectly entered. Reportedly, the customer consulted with hcp to adjust the pump setting.